Event description:
It was reported the patient was in the hospital with severe pain for three days after implant. It was noted dilaudid did not even help. It was reported the patient broke a tooth his pain was so severe. It was also reported the patient was at home for a month after implant without stimulation on because no one turned his device on after implant.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).